Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that twos was seen again on the lead. The lead was reprogrammed again and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) after paced beats. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.